Manufacturer narrative:
Changed, and/or corrected data: a2 a3a a6(asian) b5 h10 d1 d4 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using the cooladvantage system applicators, who developed a recurrence of paradoxical hyperplasia (ph) after treatment on the abdomen and inner thighs. Liposuction surgery was performed on (B)(6) 2020. See related record, mrn 3007215625-2023-10436.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient treated with coolsculpting to upper abdomen and inner thighs may have developed paradoxical adipose hyperplasia.